Event description:
According to the reporter: the physician was using the vloc reload on the device and the needle broke off in the patient. Operating room was extended. Found the needle on x-ray but were not able to locate it so it was left in the patient. Lot number is not available.

Manufacturer narrative:
(B)(4).